Manufacturer narrative:
The manufacturer conducted a documentary review of risk analysis. Without returned product and reference/batch number, it is not possible additional documentary review and to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2023 patient underwent placement of the of the angiodynamics xcela, ref. H965451110, lot 153065 000, the device was implanted at (B)(6). In 2024, her port was subsequently removed due to thrombosis.